Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Late mw. Pfn was received in claim.

Event description:
Device has been explanted and replaced.